Manufacturer narrative:
A fragment of the abutment and of the prosthesis screw were blocked inside the implant. The practitioner used the rescue kit. She succeeded to remove the broken abutment, but failed to remove the broken screw. That is why, ultimately the practitioner decided to remove the implant. The practitioner did send us a panoramic radio. Our analysis is partial because we haven't the prosthesis in place. We can't see whether the construction seems normal or whether there are signs of passivity. The panoramic radio shows that the patient presents hollow teeth. This can be a sign of important masticatory effort. Breakage may be the result of repeated excessive force exerted on the prosthesis. (B)(4).

Event description:
A fragment of the abutment and of the prosthesis screw were blocked inside the implant. The practitioner used the rescue kit. She succeeded to remove the broken abutment, but failed to remove the broken screw. That is why, ultimately the practitioner decided to remove the implant.